Event description:
It was reported that there were concerns of possible right atrial (ra) loss of capture (loc). High capture thresholds were reported. Technical services (ts) was consulted and it was unable to de determine clearly loc along with high capture thresholds. Reprogramming options were discussed and recommended. The patient presented to the clinic for reprogramming. No adverse patient effects were reported.